Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and blank display on the insulin pump. Customer's blood glucose level was 561 mg/dl. Customer experienced ketones and treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer received a new battery cap and troubleshooting was able to resolve the issue. Customer replaced the insulin pump with a new battery and the display did return. Customer performed and passed the self-test.